Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high definition lcd monitor experienced a no power issue during service/maintenance. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. Corrected fields: d5, d10, h6. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of no power was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.